Event description:
Healthcare professional reported, right side "breast deformity. With the right implant appearing smaller than the left". Baker grade ii, capsular contracture of the right breast". And patient also, has textured mammary implants. Healthcare professional later reported, "any creases" and "hole, non specific" and "hole in radius edge". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Material rupture: observed, broken striated on anterior side assessed, as surgical damage. Anxiety: unable to confirm, as it is a medical event. Not related to the device. Crease fold: observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "breast deformity with the right implant appearing smaller than the left," baker grade ii capsular contracture of the right breast," and patient also has textured mammary implants. Healthcare professional later reported "any creases" and "hole, non specific" and "hole in radius edge." Device has been explanted and replaced.